Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. There were no issues with conductor wire of instrument. The instrument passed an electrical continuity test. Correction: in the previous report, the b5 field was noted to include additional information related to a vessel sealer. However, that was included in error, and the customer response does not pertain to this complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps (fbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had the energy wire broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument issue did not involve delayed sealing, insufficient sealing and no sealing. The cut function was activating but it was not able to cut the tissue. The vessel sealer instrument work at all (sealed successfully) during the procedure. There were no errors observed when the vessel sealer issue occurred. There was an audible signal (continuous tone) while the pedal was pressed during the sealing sequence. The seal cycle was completed with the three fast audible tones as expected. Tissue effect was observed during the sealing cycle. There was no tissue ever cut that was not fully sealed. The target tissue was mesentry. There was no bleeding observed due to the vessel sealer issue. The instrument available for return to isi. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient-related information was not shared by hospital as per privacy policy.